Manufacturer narrative:
The sample has been returned to arrow. Testing failed to confirm the balloon leakage claimed by the customer. However, the balloon was asymmetrical. Asymmetry does not pose any hazard to the pt.

Event description:
It was reported that the balloon on the catheter would not inflate in situ. There were no pt complications.